Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back syndrome and spinal pain. It was reported that the ins needed to be charged every 10 hours since implant. The patient said they have hd programming and stim is set at 6.8 amplitude and is on 24 hours a day. It was reviewed with hd programming that the ins likely needs to be charged daily. No symptoms or further complications were reported.